Event description:
The customer reported that during ablation, 4 catheters were used: 2 lasso catheters, 1 navistar catheter and 1 cs catheter (competitor ibi catheter) and the blood pressure of the patient decreased gradually after which the physician performed echocardiography and reportedly found tamponade in the pericardial space. It was stated that after giving medication, the blood pressure went back to normal level and the procedure was stopped. The patient's condition is reported to be stable.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart." The physician also commented that the event was likely to be caused by the competitor's catheter.